Manufacturer narrative:
The device is unknown, therefore additional information could not be provided.

Event description:
It was reported that the hospital ordered an ancillary in order to perform the reconstruction of the anterior cruciate ligament but received an ancillary of the posterior cruciate ligament. The patient was already anesthetized and surgery was delayed till the following day. No adverse consequences were reported.

Manufacturer narrative:
The devices were not received for investigation at stryker endoscopy. Additional information was received and confirmed that this product kit is specific to france. According to the european ra, the failure was a result of an issue at order entry, which resulted in the incorrect kit being delivered; none of the products failed.

Event description:
It was reported that the hospital ordered an ancillary in order to perform the reconstruction of the anterior cruciate ligament but received an ancillary of the posterior cruciate ligament. The patient was already anesthetized and surgery was delayed till the following day. No adverse consequences were reported.